Event description:
It was reported that insulin gauge displayed a much lower amount than customer expected, showing 140 units instead of 240 units on a previous day. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by reloading same cartridge, and technical support advised customer to call back while issue was actively occurring for troubleshooting and then escalated call to customer support as requested; no additional information was received regarding further outcome. Cts to replace pump. Customer will continue to use current pump.